Event description:
On (B)(6) 2011, the animas representative contacted animas via email and reported that the patient was taken to an emergency room (ER) and found to have blood glucose (bg) level of "48 mg/dl" with symptoms of blue lips and toes. The hospital reportedly indicated that the patient's symptoms could have been related to symptoms of low bg. The patient took some blood from the patient and performed an EKG. The patient was advised to follow up with her pediatrician. No addition information was provided. Several attempts to contact the patient and her mother to obtain/verify information were made unsuccessfully by animas. Based on the information provided, this complaint is being reported due to the following conclusion: the representative indicated that the patient was reportedly taken to an emergency room for hypoglycemia. It is unknown at this time if the patient received any medical treatment during the ER visit, if a pump malfunction was alleged, or if the device contribute to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.